Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2017 stating "cannot pass accessory through inlet port-blockage not able to clear it" involving video colonoscope ec-3490li/serial (B)(4) through the pentax medical service department. No other information was provided at the time of the report. The colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a pentax rubber check valve lodged inside the primary operation channel. This finding confirmed the customer's complaint. Other inspectional findings included: -passed dry/wet leak test -fluid invasion not observed in control body or pve connector pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on 23-may-2017 stating the user became aware of the blockage during the procedure. No adverse events were reported to have occurred with the patient. The instructions for use (IFU) for reprocessing of pentax video colonoscopes instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The o-rings and seals were replaced and the colonoscope was shipped to the customer on 08-may-2017.